Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error occurred during aspiration. During a deep vein thrombosis (dvt) subclavian venous clot, the physician selected a angiojet® zelantedvt¿ catheter for use. The catheter was primed advanced into the patient. After approximately three to four seconds of aspiration, the device would stop and give a check saline error code. This occurred while trying to aspirate as well as when trying to power pulse. The procedure was completed with another catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error occurred during aspiration. During a deep vein thrombosis (dvt) subclavian venous clot, the physician selected a angiojet® zelantedvt¿ catheter for use. The catheter was primed advanced into the patient. After approximately three to four seconds of aspiration, the device would stop and give a check saline error code. This occurred while trying to aspirate as well as when trying to power pulse. The procedure was completed with another catheter. No patient complications were reported.